Manufacturer narrative:
The investigation of low pump flow and thrombus has been completed. Returned complaint device visually inspected. Imeplla washed with water to remove the dried dextrose. Biomaterial observed around impeller and purge gap. No cannula kink or broken blade seen. Data log reviewed: mc spike and suction alarm observed around same time issue reported followed by impella position in aorta alarm cause drop in flow ~0.8lpm at p-2. These alarms occurred more often to end of the case and impella explanted after around 40 mins. Suction alarms and mc spike occurred before the aorta position alarm, clinical confirmed apical thrombus and visible clot on device and device evaluation confirmed biomaterial ingestion. The cause of the low pump flow issue was biomaterial ingestion. As the necessary information was not provided, the root cause of the thrombus was not determined.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, approximately two days after start of the support, suction alarm with spike in motor current occurred and there was a drop in flows to 0.8 liters per minute. The performance level was decreased to p-2. However, suction alarms remained persistent. Stat echocardiogram was completed and confirmed an apical thrombus and visible clot on the device. The decision was made to explant the device and support the patient on pressors.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."